Event description:
On 03/31/2000, the facility's materials mgr informed the manufacturer's (MFR.) Representative of the following: two (2) pieces came apart and they are not suppose to. When asked what exactly came apart, the device body, the catheter, mgr replied that mgr was not a clinician and did not know. The MFR's representative asked if it was the device body (round disk) or the tubing/catheter etc. Mgr had two (2) pieces of "catheter." When asked if the device was implanted, mgr stated that to mgr's knowledge, it had not been implanted. No further details were provided.